Manufacturer narrative:
Additional information indicates that the initial episode of the patient's driveline (dl) infection occurred on (B)(6) 2015. Cultures of the patient's dl at that time were positive for corynbacterium striatum. The site further reported that repeated cultures in (B)(6) 2016 were also positive for the same infective agent and was part of the patient's ongoing infection. The patient was treated with multiple antibiotic courses that included doxycycline, daptomycin and linezolid with lifelong doxycycline at home. No further information was provided. Clinical factors that may have contributed to the patient's outcome can be multifactorial and may be attributed to medical treatment, progression of disease and the patient's related comorbidities. There are patient factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. It is designed to assist a weakened, poorly functioning left ventricle. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing lvad support. The instructions for use and patient manual provide guidelines to reduce the occurrence and severity of infection, including non-device related infections. Infection and sepsis are known potential complications of patients after any surgical procedures or in those with open access sites. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a patient developed a chronic driveline infection. Details regarding the patient's symptoms, date of initial onset of symptoms, the results of any diagnostic testing or treatments provided were not reported.